Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A customer reported that the device would not pass tests. There was no patient involvement.

Manufacturer narrative:
Update: a philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty therapy pca and capacitor. The repair bench technician replaced the therapy pca and capacitor to resolve the issue. Multiple parts were replaced by the bench; we are unable to determine the cause of the reported symptom as more than one part was replaced. The device passed all performance assurance tests and was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.